Manufacturer narrative:
Several documented attempts were made by natus tech support to follow up with the customer for additional information on the reported "accidentally broke potentiometer". No response from customer. No further investigation possible this investigation is considered final.

Event description:
Natus medical received a complaint on (B)(6) 2017 the customer complaint that their customer potentiometer on their neoblue 3 unit they accidentally broke. No details were provided as to the circumstances when the issue occurred or in what way the customer broke the potentiometer. The customer confirmed there was no delay in treatment, serious injury, death or environmental/safety concerns.